Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implanted it was noted the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the right ventricular (rv) lead was noted to have small r waves. The ra lead was reprogrammed. The leads remain in use. No patient complications have been reported as a result of this event.